Event description:
The event occurred on an unspecified date and involved a tego¿ connector, appx 0.05 ml. It was reported the tego (attached to a patient) loses the silicone post dialysis. The venous lumen had air introduction into the limb. There was patient involvement and no human harm. There were 2 occurrences.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. D4: only di provided as lot number is unknown. E1 initial reporter phone number: (B)(4).

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.